Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found no defects. Functional testing noted that the temperature decreased in a normal manner. When the device was restarted, system error ¿error 306, line 146¿ was displayed. It was reported that the needle would not cool down and the temperature would decrease only to 20 degrees c. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. It was also reported that when the device was restarted, system error ¿error 306, line 146¿ was displayed. The reported issue was confirmed, and is not associated with potential for injury. The most likely cause was traced to component failure. This issue may occur from an issue within the control board. The issue was resolved by pulling out and putting back in the control board. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during an rfa procedure, the needle would not cool down and the temperature would decrease only to 20 degrees c. The tubing and needle were replaced and the unit was restarted, but it did not solve the problem. The procedure was aborted. No patient injury was reported.